Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored and the battery cap was damaged. This report is made based on results of investigation completed on 09/03/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/03/2014 with the following findings: the audio bolus button cover was detached from the pump and missing. The display screen was found to be dim and discolored. Additionally, the battery cap that was returned with the pump was found to be damaged. (B)(6).